Event description:
It was reported that a patient with an osteoporotic compression fracture underwent a balloon kyphoplasty procedure (bkp) at t12. During the operation, cement extravasation occurred anteriorly. It was reported that the left vertebral body was more osteoporotic, so cement had to be injected from the right side. It was also reported that the cement was "runny" at the time of injection. The surgical time was extended less than 15 minutes due to the incident. The physician commented that some contributing factors may have been failing to choose an injection route prior to the surgery and misjudging "the patient as applicable to bkp." The patient is asymptomatic and no further information was obtained.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.